Manufacturer narrative:
Correction- section h6 "2330 - discomfort" should be replaced with "4582 - no clinical signs, symptoms or conditions". "2099 - therapeutic effects, unexpected" should be blank. "1574 - inappropriate/inadequate shock/stimulation" should be blank.

Event description:
New information received notes that the shocks received were appropriate.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Functional test found the device to be normal. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted by the physician out of a concern for excessive battery drainage or use. Several shocks had been recorded in the past months but it could not be confirmed whether any of these were inappropriate. The patient was stable following the procedure.